Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument couldn't be identified. The front end was complete. The front end of the tool head was complete. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion. The blade opened and closed properly. The instrument was connected to an in-house energy generator a torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument passed the energy recognition test. The above-mentioned errors were not observed. The instrument was fully functional. There was no problem detected. A review of the provided image was consistent with the complaint.